Event description:
Unable to push device into sheath beyond the hub on initial attempts to deliver a 16/14 pda via a 7f sheath. Attempts to "loosen" the device on the delivery cable were made with no success. The same problem occurred when using a 9f delivery system. Repeated attempts to push and advance the device into the sheath damaged the device. A second 16/14 pda device was not available so an attempt was made to deliver a 14/12 pda via a 2nd 7f sheath but with some resistance at hub. The device ran smoothly and was easily developed in the aorta but an angiography before release, the device was clearly not suitable (too small). Unable to re-sheath device and entire sheath became squashed at hub. The device was wedged too deeply into the duct and unfortunately upon release the device embolized and had to be retrieved. Had to use large retrieval sheath in the right femoral artery to snare the embolized device. The device was snared through the same access site. The pt's condition is stable.